Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers 3006705815-2022-00168, 3006705815-2022-00169. It was reported that the patient's system was explanted for an unknown reason. Further information is unavailable.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. The report that the system was explanted due to ¿scs disfunction¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the ate (automated test equipment).the returned ipg had no physical anomalies and it exhibited normal device characteristics during analysis.